Manufacturer narrative:
The increase in positivity observed by the customer was confirmed through testing of the devices and review of previous batch records. Retain lots and lot m301418 returned by the customer were tested by bec with hemoglobin standards. The root cause of the increase in positivity is still under investigation, and is focused on the conjugate material used in the manufacture of the device. The following mdrs are related to this event, which documents the other reagent lot #s generated on different dates: 2050010-2013-00002, 2050010-2013-00003, 2050010-2013-00004, 2050010-2013-00006, 2050010-2013-00007, 2050010-2013-00008, 2050010-2013-00009.

Event description:
The customer contacted beckman coulter (bec) reporting an increase in positive occult fecal blood test results generated on the hemoccult ict (immunochemical fecal occult blood test) device. It was reported by the customer that the color intensity of the positive test lines increased on the newer lots since (B)(6) 2012. The customer noted observing positive rates on the test device increased from approximately(B)(4) since (B)(6) 2012 with seven (7) different reagent lots (m207143, m208454, m210079, m211100, m212122, m212203, and m301418). This report documents lot # m210079 which was in use on (B)(6) 2012. As a result of this increase in positive test results a number of follow up colonoscopies were performed on patients, which were determined by the customer to be unnecessary. The customer did not provide actual patient test results or actual reported events where a patient or patients underwent unnecessary colonoscopy procedure(s).